Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. The customer reported that during the procedure the pressure readings went away. As an attempt to resolve the issue the customer removed the catheter, cleared the tubbing, and reinserted it without success. The customer reported that they believe the cable assembly for the blood pressure transducer (pn# 0012-00-1815) might be bad. However, a getinge fse evaluated the cable and it passed the normal functional tests (fiber optic), the cable seemed fine. However at the customer's request one was provided. The getinge fse did not observe any malfunction related to the pump and no issues were able to be reproduced. No patient harm or injury was reported.

Event description:
It was reported by customer during use that cardiosave intra-aortic balloon pump (iabp) had fiber optic sensor failure alarm and arterial line acquisition. No patient harm or injury was reported.

Manufacturer narrative:
Due to character limitation in e1, event site state: (B)(6). A supplemental report will be submitted upon completion of our investigation.